Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a defective (bent) tooth on the tip and plunger clamp in the reported problem area of the pipette assembly. The tip and plunger clamps, and lld contact spring were replaced. The instrument was inspected, tested without further problem, and returned to service.